Event description:
Report received from the USA stating that the device is not recognizing the foot pedals. It is known that the event did not occur during surgery; however it is unknown if there was any patient or user injury or medical intervention reported related to this occurrence. No additional information available. The date of the event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "console would not recognize the foot control" was not confirmed. (B)(4) evaluated the devices, and the reported problem could not be confirmed or duplicated. Both foot controls were recognized by the console and performed all functions as designed, with no problems observed. It was noted during the evaluation that the cover of the console was damaged; it appears that either the unit had been dropped or a heavy object had been dropped on the console, cracking a hole through the top of the case. This damage did not affect the function of the unit. If additional information is received, a supplemental report will be sent. (B)(6).